Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic for a routine follow-up, a cyber-security firmware upgrade was attempted, but the device went into backup vvi. The patient experiences pacemaker syndrome. A device restoration was successfully performed. The patient will continue to be monitored with regular follow-up.